Event description:
Pt with mandible injury. He was admitted to the emergency department. Had panorex x-ray performed. Was diagnosed as "right sided coronoid fracture of mandible". Symptoms on left. Oral surgeon questioned markings on film. Upon investigation, it was noted that film cassette was placed backwards into the holder. Back side of cassette facing x-ray tube. Was not discovered until pt was in the or, holding area.